Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00003: driver.

Event description:
While implanting 2.3mm screws into the bone, the tip of the driver broke off in the head of one screw. There was a 30 minute delay in surgery trying to remove the broken tip.